Event description:
According to the reporter, during the laparoscopic sleeve procedure, the device was damaged, disengaged and there was an air or gas leak seal. The product made a strange noise also. The surgeon put a stapler in fired and thought it was black load and when he pulled out the seal, it fell into the patient. To complete the case, the surgeon pulled out the inner seal and used 15 mm trocar. The surgeon had this occur twice now and not confident in this product. There was no injury noted to the patient. The device is expected to be returned for evaluation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.